Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. The nurse did not notice the dialyzer was expired until after pt use. The sample is available for MFR eval and has been requested.

Manufacturer narrative:
The reported complaint is a confirmed due to broken fibers within the returned dialyzer. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the ogden fmcna adapter caps. Blood port caps were not returned. The fibers were wet with evidence of blood exposure. Coagulated blood was noted within the non-cavity ID end dialysate chamber on the circumference of the fiber bundle near the inferior surface of the polyurethane. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from both potting cut surfaces on the cavity ID end and the non-cavity end. The dialyzer failed at an airflow rate of 64.0cc/min. Examination of the fiber bundle identified 10 broken fibers. The fibers were located on the circumference of the fiber bundle on the cavity ID end. The complaint investigator was unable to identify the opposing ends of the broken fibers (if existent); the source of the leak on the non-cavity ID end was unable to be isolated. Further examination of the fiber bundle did not identify and other damage or irregularities; specifically loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records were alo conducted by the manufacturer. There were no deviation or nonconformances during he manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.